Event description:
This is 1 of 2 reports linked to mfg report numbers: 3013886523-2022-00377. A facility reported a hakim valve (ID 823832) and bactiseal catheter (ID 823072) were implanted on (B)(6) 2022. On (B)(6) 2022 the patient had headache at valve implantation site and ventricular enlargement. The patient has increase white blood cell without fever. The physician suspected infection with occluded valve. On (B)(6) 2022, the physician replaced the valve and catheter. The patient was in stable condition after the revision. It is unknown if the patient was under antibiotics.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The hakim valve (ID (B)(4)) was returned for evaluation. Failure analysis - the position of the cam when valve was received was on setting 30 mmh2o. The valve was visually inspected; a needle hole in needle chamber was noted. The valve was hydrated. The valve was pressure tested and failed. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux and siphon guard. The siphon guard was removed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the ruby ball and on the seat of the ruby ball. The overflow confirmed. No root cause could be determined as the technician could not confirm an occlusion issue with the valve at the time of the investigation. The possible root cause of the problem reported by the customer, could be due to biological and protein deposits affecting the valve. The cause of the infection could not be confirmed as the product was sterilized and corresponds to specific expectations. The possible root cause for the issue reported by the customer ¿infection¿ could be linked to the patient and hospital surroundings. The root cause for the pressure issue noted during the investigation is due to biological debris found on the spring, on the ruby balk, on the cam / balland on the base plate, the debris was stopping the ruby ball from being seated correctly.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 the hakim valve (ID (B)(6) was not returned for evaluation after three good faith attempts (gfes) were made. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the reported complaint is due to a biological debris and protein build up interfering with the valve mechanism. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.